Event description:
During the index procedure one in.pact av access balloon catheter was used to treat the central vein of the right arm. Approximately 2 months post procedure the patient suffered from moderate to severe cephalic arch stenosis. The event was treated with a balloon angioplasty. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.